Event description:
It was reported that the pt underwent aortic valve replacement surgery to remove another MFR's calcified valve that had been implanted for four years. The valve was removed and replaced with a 25 mm sjm valve. Postoperatively the pt developed an elevated gradient. The pt was reported to have expired (date unk). Add'l info has been requested.